Event description:
The customer called and reported the insulin pump screen went blank. When she replaced the battery out several times, the device began to alarm with a battery error, despite registering a full battery. Troubleshooting was performed. No relevant corrosion or damage was noted. Upon cleaning battery cap contacts and inserting a new battery, the display did not return. At the time of this report, customer's blood glucose was 362 mg/dl. She stated she had a back-up plan and treated during the call. Customer declined troubleshooting for check settings alert, battery out limit, and failed battery alarms. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up properly after battery installation and no blank display was noted. The insulin pump had normal operating currents and no unexpected battery alarms were noted. No check settings alarm was noted. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a stained end cap sticker.